Event description:
A customer reported the uom setting of their freestyle meter changed from mg/dl to mmol/l. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Customers and retailers have been informed through the fa16may2006 letter.